Event description:
Customer reports to have high blood glucose and experienced a blank display. Blank display was resolved after third or fourth battery change. After troubleshooting for blank display, customer was advised to monitor insulin pump. Customer's blood glucose was 300 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, no air found in tubing and cannula was not bent or occluded. Customer did not have tubing clamp for high pressure test. Customer was advised that tubing clamp would be sent in order to complete high blood glucose troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.